Manufacturer narrative:
Initial MDR 2517506-2021-00113 was filed (B)(6) 2021. Additional information ((B)(6) 2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated beta human chorionic gonadotropin (bhcg) result on a dimension vista 1500 system. Hsc reviewed the information provided by the customer and the instrument data files. Quality control results were within acceptable ranges. The incident is limited to a one-time event on a single aspiration of a single patient sample. The issue was resolved with routine troubleshooting. A potential product issue has not been identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) concerning a discordant falsely elevated beta human chorionic gonadotropin (bhcg) result obtained on a patient sample on the dimension vista® 1500 system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained upon repeat testing, of a patient sample processed on a dimension vista® 1500 system. The discordant result was not reported to the physician. The sample was reprocessed on the same instrument, an alternate dimension vista system, and another siemens system. The reprocessed results were lower than the discordant result and matched the initial result. The initial result was reported, as the correct result, to the physician(s). No corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant bhcg result.